Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 1.8, lab: 5.4, date: (B) (6) 2009, lab: 5.8. Patient's inr result from the lab was 5.4. This result was not normal for this patient so a re-test was done using the hemosense inr with a result of 1.8. Because of the discrepancy blood was redrawn by the lab and the inr result was 5.8. Biosite was later informed that the patient had passed away, but was told that it was not related to the inr. The customer did test their meter against another inratio meter and they did correlate.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date : (B) (6) 2009, inratio meter=1.8 inr. Reference=5.4 inr. Mean=3.60. Confidence limits=2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio meter=1.8 inr. Reference=5.8 inr. Mean=3.80. Confidence limits= 2.2=5.3. The mean of the inratio meter and comparitive system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Lot number not provided; no further investigation possible at this time.